Event description:
It was reported that a malfunction alarm occurred. Customer was instructed to reset pump to clear malfunction alarm. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.